Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/17/2013 with the following findings: there was visible moisture behind the display lens. On testing, he pump did not power on. Due to internal moisture damage, the pump was unresponsive with no audible tone, no vibration and no display. The battery compartment was noted to be cracked from grip pad to case seal. There was no evidence of moisture contamination found inside battery compartment. The battery cap was able to be fully tightened. The pump case was cracked below the u-shaped groove in back of pump. Leak testing showed a leak at the crack in the case. The pump case was removed revealing evidence of moisture contamination throughout the inside of the pump. Complete investigation could not be performed due to internal moisture damage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.